Event description:
Related manufacturer reference number: 2017865-2022-15431 it was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial and right ventricular(rv) lead exhibited high, out of range pacing impedance. Noise oversensing was also noted on right ventricular lead. Noise reversion episodes and high ventricular rate episodes were noted on the rv lead. No intervention was performed. The patient status was unknown.